Event description:
Account reports incidents in which the male luer slip adapter is either leaking or separating from an attached insyte catheter. Rptr stated there were incidents in which there was blood loss or loss of medication, though there was no negative outcome to the pt.